Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: one opening extended on the posterior, white particles on the gel, underweight and crease fold. A microscopic analysis was performed which identified: two openings sharp on the posterior. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: two sharp openings on the posterior assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: removal of textured implants.

Event description:
Healthcare professional reported right side rupture and an exchange from textured to smooth implants due to the patient's concern with the product. Device has been explanted.